Manufacturer narrative:
The device was returned for analysis. Visual inspection showed the device did not have any obvious visible defects. There was dried saline in the luer, on the electrodes and tip. Dried body fluid was present on the handle and shaft. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured four times, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.1156 psi, 0.2933 psi, 1.2049 psi and 1.2610 psi. The tip was immersed in saline for approximately 20 minutes; the immersion did not include the bond between the tip and shaft. The impedance between the tip and the mini electrodes was between 9mohms and 35mohms when the tip removed was dried. Tip- me1= 10mohms, tip-me2= 9mohms, tip- me3= 35mohms. A second reading was made a few minutes later and the measurement between the tip and mini electrodes was me1= 40mohms, me2= 12mohms, me3= open. Air was forced through the lumen for several minutes and the tip to all the mini electrodes impedance measurement returned to open. The distal end was separated from the proximal shaft. The leak was isolated to the distal end. The insulation to the tip was removed. Tubing to seal off the irrigation ports and mini electrodes was placed on the tip. At 15 psi of pressure, bubbles could be seen coming from the under the edge of the adhesive covering all the components attached to the tip electrode. The lumen in the area of the bubbles appears to be intact; it is concluded that the bubbles were generated in the tip and escaped under the adhesive.

Event description:
Reportable based on device analysis completed on 20dec2019. It was reported that there was no signal from the catheter. During a pulmonary vein isolation (pvi) ablation procedure with an intellanav mifi open-irrigated ablation catheter, the catheter was not recognized by maestro rf generator. The catheter was localized and visible on rhythmia screen and the egms were visible. The catheter was replaced with intellanav oi (not mifi) and the procedure was successfully completed. No patient complications occurred. However, device analysis revealed a leak in the distal end that is most likely due to distal tip region epoxy crack(s) was identified during analysis.